Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a problem during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 300 mg/dl.